Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking screw driver with four prongs on the distal tip was broken off one of its prongs . They were not sure if this happened while they were in surgery or if it was broken before the case. They took intra-op x-ray and it did not appear to have any pieces left in patient. It was guessed that it broke before and was missed during inspection of instruments.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.